Event description:
It was reported that the patient¿s blood glucose level rose to 300 mg/dl between 5 and 24 hours of wearing the pod. The patient removed the pod from the infusion site as there was blood noticed at the pod site. As treatment, a new pod was applied. The device evaluation found the cannula to be flattened.

Manufacturer narrative:
The device was received for evaluation. Blood was observed on the adhesive pad of the returned device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined. The soft cannula was observed to be flattened, but it did not contribute to the reported symptoms. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may, not align with the device configuration reported in this section as this data is pulled from, our cloud based on the reported date of event.